Event description:
The pt was implanted with a cypher sirolimus-eluting stent at hosp, in order to clear a block in left anterior descending coronary artery. The angioplasty was performed by dr. The pt was discharged from the hosp 2 days later. Four days later pt suffered a cardiac arrest and died. Rptr understands that the sirolimus-eluting stent has been associated with sub-acute thrombosis. This may have been another example of such an adverse event.